Event description:
It was originally reported that the patient underwent a lead revision due to "bad" impedances. The impedance measurements were good at surgery. Following the patient's surgical revision the patient stood up and bumped his head on a hanging plant. The impedance measurements were less than 250 ohms. Additional information received confirmed that at the revision surgery a new lead was placed in the exact same spot as the old lead. The lead was found to be bent at the connection. The lead will not be returned to the device manufacturer. In regards to the patient's current impedance issues the surgeon assumed that the lead was damaged by the patient hitting his head directly on top of the stimloc. The patient had a distinct red bump from the hit. The assumption was also made because there were normal impedances post implant and abnormal impedances at the follow up visit. There were no patient symptoms. The stimulation was not on prior to the follow up visit. No interventions were required or planned. The physician was able to program around the shorted electrodes and the patient was doing great.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. The patient was reprogrammed with successful capture of symptom control.

Event description:
Additional information received reported that the patient had a broken lead prior to the (B)(6) 2011 revision. Following the revision the patient was told that the lead was broken again, however the patient stated that it wasn't. It was noted that the patient was looking for a new managing physician.